Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that they'd been going to the bathroom to urinate every 10-15 minutes and that the issue started within the first part of the year when they had to go to a couple of nursing homes. The patient stated that they thought their ins went haywire because they never had to go to the bathroom every 10-15 minutes before, but now they do. The patient also stated that they would go to the bathroom sometimes twice, sit there for 2 seconds, and then they'd "go" again. The patient mentioned that they had a broken hip and needed to have a surgery, and that they recently fell on the concrete floor on their "bowel". The patient added that the fall scraped off the top part of the ball of their hip and it had to be replaced, and that the fall shattered the bone that protected their pelvis. The patient also mentioned that it was their first time to connect to their ins and that they never had to connect to their ins before. The patient added that they charged both of their external devices last sunday or monday. The agent reviewed general therapy information and offered to walk the patient through connecting to their ins and adjusting their stimulation, but the patient kept seeing the device not responding screen. The agent then walked the patient through troubleshooting, but the patient was still unable to connect to their ins after multiple repositioning attempts and confirmed that the communicator battery was not depleted. During the troubleshooting, the patient said they accidentally dropped the communicator. The agent redirected the patient to their doctor to have their ins checked for any possible damage due to the fall. The patient mentioned that other than their managing doctor, they also see the nurse practitioner at their managing doctor's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.